Event description:
It was reported that the fluorostar system locked up and shut down during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock and the x-ray tube were replaced and the software was reloaded during the service call. The system was tested and found to be working as intended and put back into service.